Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii. Customer reported leadcare ii test result of 5.9 ug/dl with corresponding venous confirmatory test result of 3.5 ug/dl. Customer reported that quality control (qc) results were within range: level 1 = 13.5 ug/dl (target range = 7.6-13.6 ug/dl) level 2 = 28.4 ug/dl (target range =26.9-34.9 ug/dl). Controls were ran by the customer on (B)(6) 2026. Customer previously reported elevated patient blood lead test results with leadcare ii. These instances are referenced in the related report numbers section h10. On (B)(6) 2026 ts followed up with the customer. Magellan diagnostics and sales director to schedule an onsite visit with the customer. On (B)(6) 2026 ts was notified the sales director scheduled an onsite visit with the customer.